Manufacturer narrative:
According to the facility, the balloon would not inflate and a new catheter was inserted. The facility stated that there was no harm during the incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the balloon would not inflate and a new catheter was inserted.